Event description:
Edwards received notification that a 78-year-old patient with a 25mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately nine (9) years and three (3) months due to regurgitation. A 26mm transcatheter heart valve was successfully implanted in replacement. The patient was noted as to be fine after procedure and discharged home.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including diabetes mellitus.